Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump was overheating. The customer¿s blood glucose level was unknown at time of incident. The customer reported that the insulin pump had alarm and was unable to read and when they grabbed the insulin pump it was so hot that she almost burnt her hands. The insulin pump will not be returned for analysis.